Event description:
It was reported this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. This lead remains in service. No adverse patient effects were reported.